Event description:
Event description guidant received information that during a follow-up visit, this pacemaker was unable to be interrogated with two different programmers. Pacing was verified on a surface electrocardiogram.